Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple events were detected in the vf zone, which appeared to be noise. Patient was asymptomatic and stable. Patient will be scheduled for follow-up to discuss options and possible lead extraction.

Event description:
New information received states that the patient presented in clinic on 5/6/2019 for routine follow up. Upon interrogation, it was noted that the patient received an inappropriate therapy for lead noise. Further, review of episodes from (B)(6) 2019 indicated lead noise. Noise resulted in oversensing that led to an inappropriate therapy. No intervention was performed, and the lead remains implanted. Patient will be scheduled for follow up to make the suggested programming changes and discuss possible lead revision. The patient was stable post interrogation.